Event description:
A customer reported to baxter (B)(4) of a 2000ml eva tpn container that had a leak in the bag. The reported condition occurred before use. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was available at the plant for evaluation. Visual inspection did not reveal any non-conformities. The bag was inflated with air and leak tested under water. A leak was revealed from the welding area next to the port possibly due to an unidentified cause. No repairs were made since this is a single use device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.